Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient programmer was not functioning as anticipated. When the patient pressed the sync key or other keys on the patient programmer, the stimulator would shut off. The programmer was working intermittently. The patient was using alkaline industrial batteries. The patient also noted the stimulator shut off when she was not using her patient programmer at all. The patient noticed a return of pain and realized her stimulator was off when she checked with the patient programmer. No power on resets (pors) had been seen. This occurred for the first time on the weekend prior to the report. Repair was sending the patient new remote hoping that was the issue. An impedance check showed them to be within normal limits. A new patient programmer was given to the patient as an intervention to resolve the issue. Relevant medical history included complex regional pain syndrome type 1 and spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from manufacturer representative. The patient indicated that there had been several instances in which the patient noticed a return of pain and when the patient checked the device with the patient programmer, it indicated that the implantable neurostimulator (ins) was off. The patient had a bone density scan but no other medical tests and the patient had not been in any environment that would interfere with the device. The stimulation turning off was not related to positional movement. Impedance testing showed that 17 and 37 were >10000 and >20000 when run at 0.7 and 1.5v. It was suggested that the patient keep a journal of the on/off incidents and will follow up if the ins continues to turn off.